Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with their reservoir. The patient's blood glucose level was 300 mg/dl at the time of the call. The customer stated that twelve reservoirs did not work. The customer will return those reservoirs for analysis.

Manufacturer narrative:
Reliability analysi evaluated four opened/used reservoirs, and performed testing. The reservoirs and transfer guards passed with no occlusion anomaly found.